Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and vibrate anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not vibrate when a low reservoir alert was received. During troubleshooting it was learned that the insulin pump was set to beep and passed the tone and self test. Customer also reported that the insulin pump buttons does not respond well. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump act, esc and arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector was noted. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable verify audio beep anomaly, vibration anomaly, low reservoir alarm due to button keypad anomaly. The insulin pump had minor scratched display window.